Event description:
It was reported that the right ventricular (rv) lead of this patient was explanted after it was found to be dislodged. This lead was successfully replaced. Additionally, the right atrial (ra) lead was repositioned during the same procedure. No additional adverse patient effects were reported.